Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow, down arrow, and contrast button key contacts were observed to be misaligned. All button key contacts became inverted with button presses, and the buttons do not spring back as expected. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, investigation revealed a cracked battery compartment.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have been difficult to press over the past 6 months. She noted that all keypad buttons click and spring back as expected. The patient reported that the pump had self-suspended. She denied physical damage to the keypad; denied that the pump has been exposed to water; and stated that she wears the pump on her waist with a clip or in her pocket. Customer support instructed the patient to monitor button presses to avoid unintended functions.